Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturer representative (rep), rep mentioned that the cause of ins battery depletes faster than it did historically was patient being on a higher intensity and power hungry program. As an action patient was reprogrammed to rectify the issue and the physician was informed of the changes. There were no further complaints given by the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient's (pt) controller for the implantable neurostimulator (ins) implanted on their right side. Caller reported that the controller continues to become unresponsive and display an all-white screen when charging the ins. Agent reviewed information and sent a request to repair to replace the controller. Caller also mentioned that pt met with representative, about 1.5 months ago and was reprogrammed. Caller also mentioned that the ins battery depletes faster than it did historically.